Event description:
During a dressing change, the nurse (rn) noted a catheter leak at the distal end of the fixation wing on a size 2 french catheter. The catheter was removed and exchanged. The leaking catheter was sent to biomedical for evaluation. The manufacturer is set to receive the catheter for evaluation and reporting.